Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on bus. A field service engineer (fse) completed a cold reboot with no recovery observed, documented that the remote fix was unsuccessful, arranged a field service dispatch, replaced the affected drawer controller board and the pyxis bus controller during onsite service, and verified proper operation through successful testing in the hardware test application and the station application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawers 2.1 and 2.2 not detected on bus, which located on wl.bmwle1. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay to the patient care and the user managed to get the medication from another station. There were no adverse events or injuries reported based on this event.